Manufacturer narrative:
Additional information was added to section b5 advising that the malfunction occurred prior to a procedure. The issue was resolved.

Event description:
The customer later reported that the issue occurred prior to any procedure. The issue was resolved.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The biomedical engineer changed the lamp, reset the light meter and reattached the scope. The issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the front panel lights of the evis exera iii xenon light source were flashing. There were no reports of patient harm. No further information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e3 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.